Manufacturer narrative:
The reported event is confirmed: technical files generated by the subject home monitor on 26 june 2024 were sent to the back office on 03 july 2024. A possible hypothesis to explain this delay on file transmission is that a reset of the subject device occurred on 26 june 2024, just before sending this file to the back office, cancelling the transmission at this date. The file has been transmitted at the next automatic check-in with the back office which occurred 7 days later, as per specifications, on 03 july 2024. The reason of this reset could not be identified with certainty by the analysis, it could be hypothesized a disconnection of the home monitor or a micro-cut in the power supply (mains). Nevertheless, normal functioning of the home monitor was observed after the reset. This case has been recorded for trending purposes.

Event description:
Reportedly, the patient initiated a pit on (B)(6) 2024 and the rms report was received on (B)(6) 2024